Manufacturer narrative:
This mir report (B)(4) was submitted by the distributor, edap tms, with respect to matters of which lumenis had no prior knowledge. The distributor, has been reminded of their obligation, according to their contract with lumenis, to immediately report to lumenis any potentially reportable adverse events, and that lumenis, as legal manufacturer, would make the investigation with them and would decide on reportability and would actually report if needed. The distributor have acknowledged this and promised to improve their communication with lumenis going forward. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 23-dec-2018 and installed at the customers site on 27-mar-2019. According to the distributor, "after investigation, the issue was broken debris shield. It was due to a mishandling of fiber. The user were not controlling the fiber before use. They also did not changed both the fiber and the debris shield when one of those was damaged. The root cause in the end is the customer handling of the products. As this issue was related to the mishandling of the product by the user. Our field engineer did a complete verification of the optical bench without finding any problems. The laser operate in the hospital as the problem was with the product handling, no issue with device was found. No report of any harm to the patient by the customer. Highly probable that the procedure was finalized and might not have awaken the patient but no direct report of this from customer" the service engineer instructed the hospital staff on the proper handling of debris shields and fibers. The debris shield is a replaceable part that protects the laser system's optical components from damage by a failed delivery system (ie. Fiber). The debris shield is like a fuse: you only need to replace it if inspection reveals that it is damaged. Here, a fiber was used that sputtered particulates onto the debris shield. As designed, the debris shield acted as a fuse and use of the laser with this specific fiber was stopped. Additionally, the subject device labeling instructs that when there is no laser emission or inadequate or no aiming beam the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. Debris shields are user replaceable parts. When a user changes a debris shield, it may enable resuming the operation. The device user manual (um-20006520en, rev. D) instructs the user about verifying that the debris shield is not damaged prior to the starting the procedure and provides the part number for the user to purchase to keep in reserve, which can be replaced on site by the user. Also, the system should be used by a professional user. Since it is a consumable product, it is the common practice that hospitals will maintain more than one debris shield. To summarize: a user is instructed to inspect the debris shield prior to an operation and replace it during the operation, when needed. If a debris shield is damaged by a fiber's functioning and the laser stops working, then the shield fulfilled its purpose as intended. In this case, there was no malfunction and no injury associated with this event in addition there was no report that the patient was awakened from anesthesia, thus the event would not be reportable per lumenis decision tree, however since lumenis did not receive direct indication that the procedure was completed, in an abundance of caution lumenis is reporting this event as lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no.(B)(4) and per post marketing surveillance procedure (doc no. (B)(4).

Event description:
According to edap report number, (B)(4) final mir. During a procedure, in a foreign user facility in which a lumenis pulse 100h laser was being utilized, it was reported: "debris shield damaged during laser treatment and the treatment had to be stopped. No report of any harm to the patient was provided by the user. It is probable that the procedure was finalized and the patient might not have been awaken but no direct evidence from the user.", " tests performed on the device were ok. (Complete verification of optical bench)".